Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer initially filled the infusion set tubing with 20.4 units of insulin, drops were not seen exiting from the tubing. The customer inadvertently initiated the load process when attempting to fill the cannula. The customer's insulin gauge showed 0 units with a red x. No alerts or alarms were triggered. The customer was unsuccessful with reloading the cartridge. The customer indicated that the supplies on the pump would be changed. The customer did not know if the blood glucose level was impacted.